Event description:
Doctors were performing a hysterosalpingogram in radiology. The disposable catheter was defective - balloon was not inflating properly and contrast fluid leaked out of the patient's vagina rather than into the fallopian tubes. The second disposable catheter was also defective - balloon popped (during testing prior to insertion) immediately upon inflation, thus rendering the exam incomplete. The procedure was cancelled and would need to be repeated at a later time.